Event description:
Reporter alleged the customer obtained a blood glucose result of hi (greater than 600 mg/dl) immediately after an undosed test strip was placed in the meter on the advantage system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.